Event description:
The manufacturer received information alleging ventilator inoperative error was found during maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the manufacturer's service center. During the evaluation it was noted that an error code, communication failure between the therapy and user interface (ui) central processing unit (cpu) (0-169), was observed in the system error log. The manufacturer service technician evaluated and determined the display printed circuit assembly (pca) had caused the issue to occur on the device. In conclusion, the device's display pca needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the machine flow sensor needs replacing on the device, which was unrelated to the reported issue. The air foam inlet filter, muffler assembly, and particulate filter needs replacing for preventative maintenance unrelated to the reportable malfunction/issue.